Event description:
Report received from (B)(6) states: "the cutter was blunt and did not cut. The aspiration was working. No pt impact."

Manufacturer narrative:
Product has been requested to be returned however it has not been received. Report 2 of 3.